Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device would not seal the branches. To complete the procedure, they opened the patient's leg. The product will reportedly not be returned to maquet cardiovascular as it was discarded.